Event description:
It was observed that during the device evaluation, the bronchovideoscope device had a burn on the plastic distal end cover component. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible the following led to the malfunction: a high-energy device (e.g., radiofrequency) was used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.